Event description:
This report is to advise of a fractured tip noted during analysis.

Manufacturer narrative:
One viewflex xtra ice catheter was received for evaluation. Visual inspection revealed the catheter tip was noted to be fractured 0.6¿ proximal to the distal tip. Additionally, several bends were noted along the shaft. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the observed bent fractured catheter tip remains unknown. A corrective action was initiated to investigate the failure mode of fractured tips on viewflex catheters.